Event description:
This case was initially received via regulatory authority ansm (B)(4). The most recent information was received on 22-nov-2017. This spontaneous case was reported by an other health professional and describes the occurrence of medical device removal ("device removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced musculoskeletal pain ("scapular pain"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy was performed and essure was removed via celioscopy). Essure was removed. At the time of the report, the medical device removal and musculoskeletal pain outcome was unknown. The reporter provided no causality assessment for medical device removal and musculoskeletal pain with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 27-nov-2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 668 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. The reported lot number b842241 is invalid. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 22-nov-2017: after a company internal review company causality comment was amended. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.